Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced multiple issues with implantable neurostimulators, including batteries that would not hold a charge, stimulation turning off on its own, and multiple battery-related problems leading up to a recent surgery. The patient was unable to use the implantable neurostimulator following surgery, which was not related to the device but to the area treated by the stimulation. Both neurostimulators were found to be dead in charge and could not be read. The 97715 implantable neurostimulator battery was able to be charged, but the 97714 implantable neurostimulator battery was not working. When attempting to connect to the 97714 device using a programmer, a warning power on reset message appeared. The 97714 device, located in the cervical area, was also associated with a wireless recharger that took a long time to connect and did not display any information. The patient was redirected to their healthcare provider, and the doctor and representative planned to check if the leads were connected properly. The patient was scheduled to have both neurostimulators removed and replaced. No patient complications have been reported as a result of this event.